Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, corroded keypad traces were noted during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, a cracked case at a display window corner, minor scratches on the display window, and a scratched reservoir tube window.

Event description:
Customer reported that the buttons on the insulin pump were responding intermittently. Customer reported that a button may have to be pressed several times before it would respond. Customer stated that the insulin pump was recently dropped. Customer also reported experiencing high blood glucose levels over the past several months. Troubleshooting did not show any malfunction of the insulin pump. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.